Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6), 2010. Subsequently, a revision procedure was performed on (B)(6), 2011 due to loosening. The humeral condyle set, humeral component, cement and cement plug were removed and replaced with a longer humeral implant. The surgeon noted metallosis intraoperatively and debrided and removed granulated tissue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." "Loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." Evaluation of the returned component found there was no significant wear and no conclusions could be made as to the cause of the event. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2011-00785 / 00788). This report filed (B)(6), 2011.